Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device missing h-31b air detector door. Filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported issue was confirmed. The root cause of the reported issue was found to be a crack in the return tube which had leaked water, and damaged multiple internal components cause by the design. The technician replaced main printed circuit board (pcb) and return tube.

Event description:
It was reported the device was leaking and could not be calibrated. No adverse effects reported.